Event description:
The facility reported low vacuum in I/a mode. The case was delayed one hour, but there was no patient injury. No additional information is expected.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.